Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Hemorrhages and distal embolization are inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report through literature review of "solitaire flow restoration thrombectomy for acute ischemic stroke: retrospective multicenter analysis of early postmarket experience after FDA approval." Mokin m1, dumont tm, veznedaroglu e, binning mj, liebman km, fessler rd 2nd, to cy, turner rd 4th, turk as, chaudry mi, arthur as, fox bd, hanel ra, tawk rg, kan p, gaughen jr jr, lanzino g, lopes dk, chen m, moftakhar r, billingsley jt, ringer aj, snyder kv, hopkins ln, siddiqui ah, levy ei. Neurosurgery. 2013 jul;73(1):19-25; discussion 25-6. Doi: 10.1227/01.neu.0000429859.96652.57. There were 15 symptomatic intracranial hemorrhage (sich) that occurred. Distal embolization occurred in 2 cases. The m2 branches occlusion was retrieved with the penumbra separator and aspiration system.